Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 40-60 mg/dl and sugar was consumed to address the low bg. The customer did not know what caused the low bg. During troubleshooting with tandem technical support, no device issues were found. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. User made a 30 unit extended bolus request at 12:17pm on (B)(6) 1207, 60% delivered upon request and 40% over 48 minutes. Low bg levels were recorded at 2:53pm. After extended bolus delivery was complete, user had 28.5195 units insulin on board (iob). There were no erratic basal rate adjustments. Large extended bolus request with large remaining insulin on board (iob) may be the cause of low bg levels. There was no evidence of device malfunction.